Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during maintenance of an implanted port for a patient, the port needle was inserted into the port body and then the tube was flushed, and a leak was found at the bend in the steel needle at the front of the butterfly wing of the infusion port needle. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerloc is confirmed; however, the exact cause is unknown. Two videos of powerloc infusion sets were returned for evaluation. An initial visual observation of the videos showed two powerloc infusion sets being flushed on two different occasions. Both infusion sets were observed to be leaking from where the needle meets the needle housing. The first video used blood to visualize the leak. The second video used a clear fluid to visualize the leak. No damage could be seen on the samples in the returned videos, and there were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.